Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the screen on the pump was completely blank. No patient injury reported.